Manufacturer narrative:
It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl. The pod was reportedly leaking while worn for between 4 and 24 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (leg). As treatment, a new pod was applied.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the cause of the reported event could not be determined. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum was inspected, and no large puncture marks were found. While cracks were observed on the top housing of the device, the timing and cause of these cracks is unknown.